Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 141 mg/dl and 515 mg/dl. A 329 mg/dl and 148 mg/dl. A 222 mg/dl, 476 mg/dl, and 198 mg/dl. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.